Event description:
It was reported that this right ventricular (rv) lead was dislodged due to twiddler's syndrome. Rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.